Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the product showed signs contamination and usage. Missing parts or design irregularities could not be found. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed a partially separated pva-coating in the middle of the tube shaft and tears in the material. A device history record (DHR) review was conducted on lot 15081 and no issues that could have contributed to the reported event were identified. Based on the investigation performed, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. It was determined that the root cause of the reported defect was improper usage of the device.

Event description:
Customer complaint alleges that after placement of the tube, the otolaryngologist was checking the tube and the "foan of the tube was broken down". Although the complaint description is unclear, a photo submitted with the complaint shows a material separation of the sponge/foil reinforcement covering of the tube. Alleged malfunction was detected during use. It was reported there was no injury to the patient. Patient's condition reported as "fine."

Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has been returned to the manufacturer, however the investigation of said device is in progress at the time of this report.

Event description:
Customer complaint alleges that after placement of the tube, the otolaryngologist was checking the tube and the "foan of the tube was broken down". Although the complaint description is unclear, a photo submitted with the complaint shows a material separation of the sponge/foil r enforcement covering of the tube. Alleged malfunction was detected during use. It was reported there was no injury to the patient. Patient's condition reported as "fine."